Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. Motor was tested outside of the unit and passed. Vibrator feature does not vibrate during pump self test due to broken wire (red). Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer stated that the device had been vibrating for two days leading up to the motor error alarm. Blood glucose level at the time of the incident was 140 mg/dl. Blood glucose level at the time of the call was 190 mg/dl. During troubleshooting, the customer reported that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.